Event description:
It was reported that the deep brain stimulation (dbs) patient experienced pain and discomfort at the site of the implantable pulse generator (ipg) both when stimulation was turned on or off. The patient underwent a revision procedure where the ipg was repositioned. The patient was expected to fully recover post-operatively.